Event description:
A ge healthcare engineer reported that the carescape b650 heart rate alarm priority may inadvertently change from escalating priority to low priority when the user changes the heart rate limit at the icentral. There has been no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will submitted once the investigation has been completed.

Manufacturer narrative:
This issue was discovered internally; therefore, no specific serial number or date of manufacture is applicable.